Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, 21mm sjm regent heart valve w/ flex cuff was chosen for a procedure. The valve was implanted. After the implantation, it was noted that the mechanical lobe had a limitations in mobility. The cardiopulmonary bypass placed back on, the valve was explanted and a new 19mm jm regent heart valve w/ flex cuff was chosen and completed the procedure. There was a clinically significant delay in the procedure, but it didn't lead to any adverse events. The patient was reported discharged.

Manufacturer narrative:
An event of limited mobility of leaflets was reported. The device was returned to abbott for investigation. No anomalies were found with the valve or the leaflets, and functional testing at the time of manufacturing indicated the valve functioned normally. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.